Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sough. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
Fit process okay -- after wearing for 10 days, the hard base layer detached and several days later, holes developed in product. I'd like to give it another try because my tooth pain (residual from pm grinding) improved immensely using this product. Lot: 039974.